Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "slow leak". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white fluids in the shell and missing on the suture tab (0-25%). The unit does not leak, and microscopic analysis was performed which identified: broken striated on the suture tab and more than 3 openings striated on the suture tabs. Based on the device analysis the final assessment is: more than 3 striated openings on the suture tabs assessed as surgical damage consistent in the use of some surgical tool. Missing on the suture tab due to inconclusive. A striated broken on the suture tab assessed as surgical damage consistent in the use of some surgical tool.